Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. The gap between the cap and insulation was within specifications.

Event description:
It was reported that during implant of the right ventricular lead it was noted that the is1 pin appeared to be loose within the yoke, so the lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.